Manufacturer narrative:
Unit has not been returned, it is with the police department in charge for this case. If any new information is discovered, a follow-up report will be submitted.

Event description:
The patient was in a wheelchair and went into the smoking area of the hospital with her unit. Here, the patient tried to light a cigarette. While pressing the lighter, there was, according to a witness, a jet of flame which immediately caught the person on fire. The patient is now deceased.